Event description:
It was reported that following the implant of a transcatheter valve in a previously implanted non-medtronic bioprosthetic valve, prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the medtronic guidewire. Upon withdrawing of the dcs, the proximal end of the nose cone caught at the inflow of the valve and caused the valve to dislodge. Subsequently, a second transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.